Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and two months post implant of this 31mm mitral bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that five years and two months post implant of this 31mm mitral bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for explant was due to a torn leaflet as well as growth on the leafet. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.